Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and displayed a gray screen. Additionally, it was reported that multiple occlusion alarms occurred. Subsequently, customer's blood glucose level was over 600 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, nausea medicine, and fluids of saline. Customer did not provide release date, however indicated that the issue was resolved and no permanent damage was sustained.